Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 17-aug-2016. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a spine discectomy + fusion, the surgeon removed a small cylindrical object from inside the patient which appeared to be an rfid tag from a rf detect gauze. Members of the surgical team removed the 4x4 gauzes from the field, and noted that one had a small hole and was missing the rfid component. No patient injury occurred.

Manufacturer narrative:
(B)(4). Date of follow-up report: 28-oct-2016. Evaluation summary: the device was returned for evaluation. The investigation confirmed the reported incident that the rfid tag had come out of a small hole in the pouch. The rfid tag was returned with the product. Visual inspection found the product was very bloody as well as an opening in the pouch for the rfid tag. The investigation found the opening in the pouch was either cut or torn. The rfid tag was not inside the pouch but was returned with the product. The investigation identified the root cause of the reported event to be possible contact with a sharp object causing the cut or tear. Manufacturing non-conformance review could not be performed since the lot number is unknown.